Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va005yr, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va01er6, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator for dystonia. It was reported an infection had occurred from the pocket site and to the head. Surgical intervention had not occurred but was planned for a later date. The physician's observation on causality was unknown. It was indicated the patient was alive with injury. No environmental, external, or patient factors were known to have led or contributed to the issue. The issue was not considered resolved at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported one of the implantable neurostimulator (ins) was removed (B)(6) 2014 and was not replaced. The other side had been decided to not be removed at all. The patient was under oral treatment following the patient's family's wishes. It was later clarified that the patient's "injury" was the health damage of the event (infection). It was indicated one lead and one extension had been explanted with the previously mentioned ins, but it was unclear which. It was unknown if the infection had resolved as additional information had not been received by the representative. No further complications were reported/anticipated.